Manufacturer narrative:
The suspect device is not expected to return for evaluation. A review of the complaint database and device history record could not be performed since the lot number was not provided.

Event description:
The account reports uterine artery embolization was performed on an unknown date. On an unknown date, an infection developed. The cause of the infection was unknown. The patient was re-hospitalized after discharge. On (B)(6)2017 the infection had improved and the patient had recovered.